Event description:
The pump was replaced because it was part of the battery performance field action. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver dilaudid. The physician wanted the pump analyzed.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed the top shaft of the rotor magnet had brown residue and shaft wear.